Event description:
It was reported that; during small xia surgery, the hex of the connector was worn when it was tightened. The surgeon removed the connector and used other one. The wear occurred during tightening.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned blocker was inspected and found to have damaged hex head. The observed damaged threads and damage on the bottom of the blocker consistent with being tightened down to a rod. Conclusion: the cause is not determined and multifactorial.

Event description:
It was reported that; during small xia surgery, the hex of the connector was worn when it was tightened. The surgeon removed the connector and used other one. The wear occurred during tightening.